Event description:
Caller reported air bubbles and gaps in the tandem mobi system during pumping, specifically in the cartridge. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Large air bubbles were resolved, and the caller resumed normal insulin therapy after acknowledging the resolution.